Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 35mm, navitor vision valve was selected for implant using a large flexnav delivery system (ds). During the procedure, the valve was able to be implanted. Post-implant, the stent frame remained fully constrained and longitudinally rolled along its entire length. The patient was noted to have aortic regurgitation with a recorded diastolic arterial pressure of approximately 30 mmhg. Three post-implant balloon aortic valvuloplasty (post-bav) was performed using a 26mm, unknown balloon at different prosthesis heights, followed by an additional post-bav with a 28mm, unknown balloon. Despite these interventions, the stent frame repeatedly recoiled to its initial constrained configuration, confirming irreversible device malfunction. A second 27.5mm, non-abbott valve was implanted inside the navitor valve. There was no clinically significant delay reported. The physician believes that the patient or user experienced adverse health consequences due to the performance of the product. The patient had an extended hospitalization for observation. The patient was discharged.

Event description:
It was reported that on (B)(6) 2025, a 35mm, navitor vision valve was selected for implant using a large flexnav delivery system (ds). During the procedure, the valve was able to be implanted. Post-implant, the stent frame remained fully constrained and longitudinally rolled along its entire length. The patient was noted to have aortic regurgitation with a recorded diastolic arterial pressure of approximately 30 mmhg. Three post-implant balloon aortic valvuloplasty (post-bav) was performed using a 26mm, unknown balloon at different prosthesis heights, followed by an additional post-bav with a 28mm, unknown balloon. Despite these interventions, the stent frame repeatedly recoiled to its initial constrained configuration, confirming irreversible device malfunction. There was no noted anatomical or tissue/calcium interference affecting expansion. A second 27.5mm, non-abbott valve was implanted inside the navitor valve. There was no clinically significant delay reported. The physician believes that the patient or user experienced adverse health consequences due to the performance of the product. The patient had an extended hospitalization for observation. The patient was discharged.

Manufacturer narrative:
An event of incomplete stent opening, aortic valve regurgitation, and hospitalization was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information and cine review, the cause of the reported aortic valve regurgitation appears to be cascading effect of the reported incomplete stent opening. The cause of the reported incomplete stent opening appears to be related to a combination of patient anatomy and procedural factors. The reported unexpected medical intervention, surgical intervention, and hospitalization were results of case-specific circumstances as post-implant valvuloplasty was performed, another valve was implanted (valve-in-valve), and the patient was hospitalized for monitoring. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.